Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg to the third bar and for an extended period of time. The patient underwent an ipg pocket revision procedure and was doing well postoperatively. No device was explanted.